Event description:
Patient was being transferred to chair via hoyer lift. Upon transfer, the cna heard a pop at the top of the lift. The top of the lift then fell forward causing the pt to fall out of the sling and on to the floor. Patient hit back of head on the floor. Physician did an assessment at the bedside, no bruises or lacerations seen. Patient was stable.